Event description:
The customer reported a collimator too large error was displayed. Add'l error codes displayed were associated with the fluoro, collimator, and cassette. No pt injury was reported.

Manufacturer narrative:
.